Event description:
It was reported that after a shoulder arthroscopy procedure in which a ambient super turbovac was used, the clinic reported some burns on the skin of the patient's shoulder. According to the report, the surgeons were not using suction on the wand. No further complications were reported. Current status of the patient is unknown.

Manufacturer narrative:
Internal complaint reference (B)(4).

Manufacturer narrative:
H3, h6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. There was no way to determine if the device contributed to the reported event. The complaint was not confirmed. Please refer to the instructions for use for recommendations on proper use of the device to prevent future reoccurrence of the reported event. Insufficient product identification information was provided and thus a manufacturing record review could not be conducted. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. Per the complaint details, we are currently unable to rule out a procedural variance as a contributing factor to the reported event which does not represent a device malfunction. Our clinical investigation concluded: based on the information provided, the surgeons were not using suction on the wand. The ambient arthrowand device with integrated finger switches instructions for use, cautions; ¿failure to provide proper suction may result in physician or patient thermal injury.¿ according to the report, it is unknown if the burn was treated or how it was treated. Therefore, the impact to the patient beyond that which has already been reported cannot be confirmed nor concluded. No further clinical/medical assessment is warranted at this time. Should any additional relevant medical information be provided, this case would be re-assessed. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Event description:
It was reported that after a shoulder arthroscopy procedure in which an ambient super turbovac wand was used, the clinic reported some burns on the skin of the patient's shoulder. According to the report, the surgeons were not using suction on the wand. No additional information was provided to know if burns had to be treated or how they were treated. No further complications were reported.